Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd secondary smartsite gravity set experienced component separation. The following information was provided by the initial reporter: bd smartsite gravity set with disconnected below the drip chamber.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of drip chamber separation could not be verified due to the product not being returned for failure investigation. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecified bd secondary smartsite gravity set experienced component separation. The following information was provided by the initial reporter: bd smartsite gravity set with disconnected below the drip chamber.